Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast augmentation with mentor smooth saline high profile 420cc implants in (B)(6) 2005 experienced the following post implantation: the patient cant remember the exact time her symptoms began, because they slowly started and she never connected them to her implants. The patient got married in 2007 and had a baby in (B)(6) and again in (B)(6). Over the years she began to regain the weight she lost pre-implantation (250 lbs loss) and she could not lose pregnancy weight no matter what she did. The patient reports she hurt all the time, and felt like I was 80 years old. She attributed this to getting married and having kids. At some point her thyroid stopped working. She also began experiencing extreme fatigue, accompanied with insomnia and started medications for that. The patient began experiencing depression and took medication for that as well. As time went by, her body felt worse and worse. She started having heart palpitations & wore a 30 day monitor- it came back as "healthy heart, just having innocent palpitations, shouldn't be fatal". She also began experiencing anxiety/panic attacks which were very out of character for her and started taking anxiety medications. She began suffering from digestive issues and with her history of weight loss surgery, she went in to make sure everything was ok. Test after test (labs, colonoscopy, endoscopy etc) were done and nothing was found, although symptoms persisted. Twice she suffered from inflammation in random joints (her thumb and elbow) only to be diagnosed with skiers thumb and tennis elbow. The patient doesn't do either of those activities nor any movement that mimics it, so there was never really any explanation for this. The patient learned to live with pain from inflamed joints. In 2016 she began experiencing lower back & hip/leg pain. Many doctors visits, specialists, xrays and MRI's happened. The patient slept in a recliner from 2016-2019 because she could not lay flat in the bed. It took 3 years of doctors to find inflammation in her lower spine causing a disc to bulge. By this time, through her own research, she began reading about the havoc that implants can cause, and had requested her pcp to do some basic "inflammatory" lab work. The patients labs came back "pretty awful," with her sedimentation rate being extremely elevated along with her c-reactive protein. Per patient, these non specific labs showed that there was truly an astronomical amount of inflammation going on in her body, although these labs dont give specifics as to where or why. Also, her ana was positive with a speckled pattern of >= 1:2560, an indication of lupus. The patient began seeing a rheumatologist. The patient got additional labs checked and they also came back with the extremely high inflammation markers, lupus, and sjogren's syndrome. She doesn't present with all of the standard "symptoms" of lupus or sjogren's at his point, so the rheumatologist tells her she cant really help her because in rheumatology they only treat symptoms. The patient reported that the rheumatologist told her "for some reason, your body is producing all of these antibodies into your bloodstream, its fighting something, I just dont know what..." At that point, the patient connected this reaction to her breast implants the patient reports that at this time, she was (B)(6) and had the implants for 13 years, and she felt like she was 84. The patient reports that these years were spent at doctor's appointments, specialists, test after test, tons of medical bills...and never an answer to anything. She expresses loss of many years of being the wife & mom that she should've been. The patient underwent explantation on (B)(6) 2019, although my medical insurance denied paying. She reports her and her family are bankrupt between all of the doctors visits , testing and the explant surgery. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). No contact information was provided, therefore no follow up can be completed. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the one of the two devices.